Manufacturer narrative:
This event is not reportable anymore.

Event description:
Additional information received that troubleshooting of external device by field representative resolved patient's issue and will not require invasive surgical intervention. Ipg is operable.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient¿s ipg was unable to communicate with external devices. Troubleshooting was attempted with no success. Manufacturer representative confirmed the issue and the ipg deemed inoperable. As a result, surgical intervention may be pending to address this issue.